Event description:
It was reported that after the implant procedure the patient was returned to the intensive care unit. A code event was called on the patient and cardio-pulmonary resuscitation was administered. A device interrogation demonstrated no sensing and non-capture on the right ventricular (rv) lead. A chest x-ray confirmed that the rv lead was dislodged. The patient was taken back into the cardiac cath lab and the lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.